Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 250 mg/dl. It was reported that the customer experienced an elevated blood glucose (bg) level of 499 mg/dl. Cause was not known. A correction bolus and manual injection were delivered to address bg. Customer's mother helped pt with pump and made sure dosage was correct. Recommendation was made to consult with a healthcare provider regarding diabetes management.